Event description:
The customer reported the generation of three (3) erroneously high patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient results generated on (B)(6) 2024 and one patient result generated on (B)(6) 2024. Note: refer to beckman coulter identifier case-(B)(4) for patient result generated on (B)(6) 2024.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective buffer syringe and case. The fse replaced the buffer syringe and case to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).